Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was partially confirmed. A root cause could not be identified. Based on the results of the investigation, the error was shown in the image, but the image itself was correct. The issue was likely caused by fluid invasion at the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the colonovideoscope exhibited scope communication error (error code b30). The issue was identified at the time of inspection for use. There were no reports of patient involvement.